Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting, left side rupture. This relates to the left device. Device remains implanted.

Event description:
Patient reporting left side rupture. This relates to the left device. Device remains implanted.

Event description:
Later patient reported capsular contracture baker grade l and " leaked silicone had already adhered to the surrounding tissue and therefore had to be surgically removed". This relates to the left device. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Abbvie medical safety has determined that the previously reported complaints of rupture and "leaked silicone had already adhered to the surrounding tissue and therefore had to be surgically removed" did not occur to the device in this record. These events are captured in mrn 9617229-2023-31661. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, g2, h6, h11.

Event description:
Healthcare professional reported "a sagging but intact implant is removed on the left side". Upon review of the events, abbvie medical safety has determined that the previously reported complaints of rupture and "leaked silicone had already adhered to the surrounding tissue and therefore had to be surgically removed" did not occur to the device in this record. This record is no longer reportable to the FDA and will be un-reported.